Manufacturer narrative:
Review of the device history record for the lot involved confirmed all parts met manufacturing requirements prior to shipment. There is no suspected device failure. The reported patient complications are inherent risks to this type of procedure. While there is no evidence to suggest that the nykanen rf wire used in the procedure caused or contributed to the incident, this report is being submitted by baylis medical company as the nykanen rf wire was one of the devices used during the procedure. Device discarded after procedure.

Event description:
The nykanen radiofrequency (rf) wire was used in a procedure to create an atrial septal defect in a patient. Successful puncture was achieved after delivering rf energy 12 times from the rf generator. Following atrial septal puncture, balloon dilation and balloon atrial septostomy were performed, resulting in disappearance of the pressure gradient. At the end of the procedure, no pressure gradient was observed between the atriums. In addition, no cardiac perforation or tamponade was observed as confirmed by angiography and transesophageal echocardiogram. The patient was transferred to the recovery room. Approximately 5 hours after the end of the procedure, bradycardia was observed in the patient. Subsequently, cardiac arrest was confirmed and cardiac massage was performed. The patient's heart rhythm was recovered. However, cardiac tamponade was observed at this time, which may have been attributed to the cardiac massage performed. The patient was monitored in the ICU; however, bradycardia was observed again. The patient was in a low pressure condition, and cardiac arrest was again confirmed. Open heart drainage and direct cardiac massage was performed. However, patient death occurred. While there is no evidence to suggest that the nykanen rf wire used in the procedure caused or contributed to the incident, this report is being submitted by baylis medical company as the nykanen rf wire was one of the devices used during the procedure.